Manufacturer narrative:
The referenced previous external driveline replacement was reported under medwatch MFR# 2916596-2014-01309. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 6 months. Based on the manufacturer¿s past experience and similar reported events, motor stop events, which were confirmed through the evaluation of the submitted system controller log file, could be indicative of a potential driveline issue. The captured alarm events all occurred while the patient was operating on the power module. The patient currently remains on support with the ungrounded power module patient cable with no further issues reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a spontaneous, intermittent pump stoppage while connected to the power module. It was reported that the patient experienced unspecified symptoms during the event. The patient was admitted and kept on battery power. The patient had a previous short to shield issue resulting in an external driveline replacement shortly after implant, but reportedly no other issues since then. A submitted log file was reviewed by the manufacturer's technical services representative that confirmed the pump stoppage. An x-ray was also submitted that showed an area of concern at the exit site. A kink in the driveline was noted as would appear to happen from the patient laying on their side. Because the driveline had been previously repaired approximately 2 inches from the exit site, there was no room to attempt another external driveline replacement. An ungrounded power module patient cable was requested for the patient's use.